Event description:
The device was used during a colon anastomosis procedure. Reportedly, the suture broke several times. No pt injury reported.

Manufacturer narrative:
4/29/1998-supplemental report #1 submitted to FDA. The reported condition has been confirmed; however, the exact cause could not be reliably determined.